Event description:
It was reported that a spectrum pump failed downstream occlusion testing (high) in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem the "downstream occlusion alarm occurred above range" was not confirmed. The pump was sent for downstream occlusion and the tests passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was an out of calibration force sensor. The force sensor is required to calibrate to address the issue. Should additional relevant information become available, a supplemental report will be submitted.